Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the stylus does not align with the cursor. Reseated the connection between the xy and overlay. Recalibrated stylus, reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus and cursor were not aligned. A new pen was tried along with multiple calibrations. The programmer was returned for service. There was no patient involvement.